Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental repot will be submitted.

Event description:
It was reported that two (2) unspecified elastomeric devices were observed leaking. The leaks were observed in bags after filling the devices with either fluorouracil or dextrose (not further clarified) and after being attached to a non-baxter closed male luer. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Clarification was received that three (3) large volume infusors were leaking. The lot was manufactured december 03, 2018 - december 04, 2018. Date returned to MFR: one sample was received on 04/12/2019; two samples were received on 04/29/2019. Three (3) samples were received for evaluation. The samples were received attached to a non-baxter male luer. Visual inspection revealed fluid inside the bags that contained the devices. When the units were removed from the bags, a leak was observed from the male luer which was attached to the distal luer of the infusor units. For the first received sample, a functional leak test was performed by filling the device with water and using a blue winged luer cap to securely close the distal end of the male luer. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified for the first sample. For the second received sample, the non-baxter male luer was found to be broken off inside the white distal luer of the device. The device was found to be leaking due to the broken male luer. The cause of the broken non-baxter male luer could not be determined. For the third received sample, a functional leak test was performed by filling the device with water. The device was found to be leaking at the distal end of the non-baxter male luer. No issues were observed with the infusor. The cause of the leak from the non-baxter male luer was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.